Event description:
Patient with stemi from ER, emergently to cath lab. Medicines including asa, integrilin, heparin, and plavix. Arteriograms reveal 100% lesion of mild rca. Lesion pre-dilated with a 2.5x15 quantum maverick otw. Significant thrombus present. Export thrombectomy performed. A 3.5x28 multilink vision rx stent deployed across lesion. A 3.5x12 multi-link vision rx stent deployed proximal to previously placed stent in a minimally overlapping fashion. Final films reveal no residual stenosis with restoration of timi iii flow. Patient arrived to ccu at 0943. At 1430 patient complained of left shoulder pain 8/10, diaphoresis, and prominent st evaluation. By 1440, st elevations are tombstone. Patient returned to cath lab. Films reveal 100% subacute thrombosis of previously placed stents with large thrombus burden. Export thrombectomy performed. A 4.0x15 quantum maverick otw used to dilate. Some intimal disruption noted distal to stents. A 3.0x23 multilink vision rx placed in overlapping fashion with previously stented segment. Post dilation accomplished with a 3.25x15 quantum maverick mr, and a 3.5x15 quantum maverick mr. Timi iii flow reestablished with resolution of chest pain and st elevations.